Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-611-7 trialing shim is damaged. Additional information received on 1/27/2021: the rep reported the device broke during the final insertion for cement hardening phase. The device broke on insertion into the knee. All broken fragments were fully retrieved and accounted for. No unplanned incisions were necessary. The case was completed by using valgus force to provide pressure.

Manufacturer narrative:
It was reported that the device broke during insertion. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the shim had fractured in half with notable damage around the fracture point. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion and subsequent removal after the cementing phase.